Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On unreported dates, the patient was hospitalized and treated with unspecified antibiotics (drug names, doses, frequencies, routes and durations were not reported) for peritonitis. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.